Manufacturer narrative:
G4:29dec2020 b4:(B)(6)2020 the cpu pcba was returned to manufacturer to failure investigation (fi) for analysis. The investigation confirmed the reported problem. Customer complaint verified and the root cause was contamination of the ls1 in circuit board assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
During periodic maintenance of the ventilator, the philips service engineer (se) reported a backup alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty central processing unit (cpu) printed circuit board assembly(pcba) . The se replaced the cpu pcba. Device passed all performance verification testing. Following the repair, the device was returned to the customer to be placed back into service.